Manufacturer narrative:
This report is being supplemented to provide additional information based on endoscopy support specialist (ess) facility site visit and the legal manufacturer's final investigation. Ess performed "ontrack reprocessing in-service " training including rinsing, alcohol flush and sterilization to the facility staff. Ess recommended that the customer follow all olympus reprocessing procedures as documented in the reprocessing manual, explained the importance of each which was acknowledged by all staff in attendance. The root cause of the event could not be conclusively determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A review of the device history record found the subject device was shipped in accordance with specifications. Non-olympus aer (scope reprocessor) was used with the subject device. Causal relation between the product involved and the event was unknown. Device inspection by service business center (sbc) repair center detected nonconformities and therefore the device did not satisfy its specifications or function. Since the subject device was isolated after confirmation of positive in culture test, we judged that the device was not used in treatment and/or diagnosis. In review of the reprocessing steps observed by ess on-site (customer site), it was confirmed no obvious deviation from instruction for use (IFU). IFU warns on insufficient reprocessing by stating ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿. Olympus will continue to monitor complaints for this device. Supplemental report(s) will be submitted should any relevant new information is available.

Event description:
It was reported the device failed cultures three (3) times. There was no patient infection associated on this reported event. No harm was reported. No user injury reported due to the event.

Manufacturer narrative:
Customer did not provide the positive results of the claimed failed three-culture test. However, in a follow up communication, customer stated the following information: "the colonoscope listed above was sent to olympus for evaluation because it had multiple consecutive (+) cultures and our high level disinfections policy directs us to do so". Prior to sending it out, our infection prevention dept. Asked endoscopy to reprocess the scope by three methodologies: 1. Cleaning performed using manual method for flushing (instead of automated flushing pump) then automated hold in medivators advantage plus aer with rapicide pa. 2. Cleaning performed using automated flushing pump and manual hold with cidex-opa. 3. Cleaning performed using manual method for flushing and manual hold with cidex-opa. In addition, according to the customer, at the time the scope was sent to olympus, they only knew that the culture on the 1st method listed above was growing ¿colonies¿ but the culture not finalized. After the scope was sent out as, ¿contaminated¿ customer received the finalized results on all 3 methodologies and the 2nd and 3rd cultures were negative. Per the customer, since the two finalized culture test was negative the scope truly was "not contaminated" at the time, it was sent out. Customer noted, scope had 2 consecutive negative cultures prior to the send-out. Due to the scope tested negative, the customer declined to send the device to olympus third party independent laboratory testing. Customer instead, elected to have the olympus service to evaluate the scope. The subject device was received and evaluated . The following defects/findings were identified during inspection: worn nozzle , worn glue on the nozzle was observed. The c cover (distal end) pins noted with minor scratches. Worn glue (peeling on cement) on objective lens and light guide lens. A-rubber glue (insertion tube) found cracked. Insertion section noted with scratches and snakiness. Leak at the distal end (d/e) was observed. Dents, scratches on plug of the scope connector was noted along with the light guide tube. As part of our investigation, an olympus endoscopy support specialist (ess) was requested to be dispatched to the user facility to observe the facility¿s reprocessing practice and to provide reprocessing training. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.